Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: it is reasonable to assume that the root cause for the explant was unrelated to the product. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other similar complaints reported in the lot number. Additional info was requested 06/01/2011 and 06/13/2011 by phone, fax and mail. Additional info was received 06/01/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for the same model, different power due to a refractive surprise. Additional info has been requested.